Manufacturer narrative:
The event product was returned to applied medical for evaluation with 1 rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "this is a complaint from the market. (B)(4). Two (2) seals, one (1) sleeve, and five (5) fragments will be returned to amr. Please refer to the complaint sheet for investigation." Complaint sheet - "the seal was easily detached from the cannula, preventing the customer from performing a procedure. Two (2) seals, one (1) cannula, and five (5) black fragments were returned to olympus and inspected. Both of the seals were attached to the cannula and pulled but did not detach from the cannula. No deformation was found with the latches of the cannula. Meanwhile, both of the seals were found to have damaged septum. The two septum and the fragments were visually inspected and the findings are as follows: one of the seals was missing a ddb as the portion was cut off by the customer after the incident. Thus, this damage is not related to the event and three of the returned fragments completely matched the missing portion of the seal. Upon inspection, two (2) missing portions were found with the septum. The larger missing portion matched one of the fragments in shape. The fragment measured approx, 5.8 mm x 8.1 mm~ the smaller missing portion measured approx, 1.4 mm x 1.1 mm and no fragment matching the portion was sent to (B)(4); the other seat also had a missing portion with the septum and one of the returned fragments matched it in shape. The fragment measured approx. 5.0 mm x 2.7 ram, the seals, the sleeve, and the fragments will be returned to amr for further evaluation. (B)(4)." Patient status - no patient injury.